Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to forget dexcom device in the bluetooth setting, turn the bluetooth off and then on, remove and re-install the g5 application then manually enter the transmitter by hand. Patient was able to pair successfully and the issue has been resolved. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/03/2016. The reported event of intermittent out of range was confirmed. A root cause could not be determined